Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance two to three times due to low blood glucose within the last 3 months, with unknown blood glucose levels at the time of the incidents. The customer was at 109 mg/dl at the time of the call. The customer also called to report possible over delivery by the pump as he was using 150 units per day. The customer was wearing the insulin pump during the incidents. Troubleshooting was completed and the customer does not believe the pump was over delivering. The insulin pump will not be returned for analysis.